Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation and no pictures were provided. The most likely cause of the reported failure is user error due to excessive force on the device.

Event description:
On 02/21/2022, it was reported by a sales representative via email that an (2) ar-3641sp self-punching knotless fibertak sutures broke when surgeon was attempting to pull the repair suture through. A third ar-3641sp self-punching knotless fibertak was opened and used to complete the case successfully. This was discovered during an rcr procedure on (B)(6) 2022. No further issues has been reported.